Event description:
It was reported that during a coronay drug eluting stenting treatment procedure, two delivery device balloons became stuck in the stents following deployment. The physician had predilated two mildly calcified, 70% lesions in the circumflex. The first lesion was de novo and the second was in-stent restenosis. The taxus express2 3.5 x 20 mm drug eluting stent was deployed at 14 atms for 35 seconds. The taxus express2 2.75 x 8 mm drug eluting stent was deployed at 12 atms for 30-35 seconds. The tech dialed down slowly to zero; when she felt resistance they re-inflated to 2 atms and then back down to 1 atms. They tried to move the balloon distally, then proximally but were unable to move it. They then went up to 2 atms, dialed to zero and felt resistance. The procedure was completed by taking the entire system out to remove the balloons. The balloons were "pancaked" flat and there was no visible waist. Procedural outcome was good; the pt is in good condition with no reported injuries or complications. Same case as MFR's #6000089-2004-00400.